Event description:
The customer reported information on potential risk associated as there was an alarm deactivation function. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by philips field service engineer (fse) who went onsite to further evaluate the unit. After reviewing the equipment, no malfunction or issue was identified. The customer reported the concern because they received a field service notification (fsn) recommending a review of alarms; however, this was only an informational notice and did not require any corrective action. Philips communicated with the customer to clarify the information provided in the fsn. After the discussion, the customer was reassured, satisfied, and no further concerns were reported. Based on the review, no equipment failure was identified, and no corrective actions were necessary. Based on the information available in the case, the reported problem was not confirmed. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.